Event description:
The customer reported an error 1000. After displaying error code 1000 (defib biphase error) the message/instruction defib failure cycle power is displayed and device operation is halted.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.